Manufacturer narrative:
The product was not returned for analysis. The device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported for this lot number. Add'l info was requested by phone on 2/27/07 and 3/20/07, and by fax and mail on 3/1/07. The questionnaire has not been returned.

Event description:
Following intraocular lens (iol) surgery, the consumer reported she suffered from headaches, experienced a pulling sensation and aches in the right eye, and could not see far distances. She was told by her physician that her vision would correct to 20/20 with eyeglasses. Additional info has been requested.